Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. During troubleshooting with tandem technical support, the customer was instructed to try to charge the pump using a different wall adapter. It was confirmed that the pump was able to be fully charged with a different wall adapter. There was no impact to the customer's blood glucose level. A replacement wall adapter was sent to the customer. Follow up with the customer confirmed that the pump was able to be completely charged using a the replacement wall adapter.